Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient profiles were not showing up in pyxis, and the nursing was unable to retrieve vital medications for ICU patients. It was noted that the c: drive usage was at 100%, but the hard drive had been replaced recently due to the same issue. The customer stated that this malfunction occurred while dispensing the medication, which led the staff to use a crash cart to retrieve lifesaving medications and caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had hard drive issue. A technical support specialist (tss) replaced database and resynchronized the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.